Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was started by tandem technical support (cts), however, the customer declined to complete the check. Multiple attempts were made by cts to complete the check, however no response was received. Customer's blood glucose was 232 mg/dl.